Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uretero-reno videoscope experienced black paint came out of the channel during sterilization. The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the angulation locks. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the reported failure of black paint came out during sterilization; olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The finding of the image defect: black debris appears, could not be reproduced, however but it is possible that dirt temporarily adhered to the surface of the objective lens. The root cause of the final repotable finding of the angulation locking could not be specified however, it can be inferred that the angle sliding parts corroded and the angle became stuck. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "IFU states the detection method in urf-v3 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Chapter 3 preparation and inspection 3.3 inspection of the endoscope" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.